Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the patient did not receive an alert when her cgm readings were low. She lost consciousness, and her daughter called paramedics. The patient did not want to provide further information and only requested a replacement. At the time of the report the patient was fine. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information. H6 medical device problem code - additional. H6: type of investigation - additional. H6: investigation findings. H6: investigation conclusion.

Event description:
Data was provided for investigation. Data investigation could not confirm an alert/ notification settings issue. The estimated glucose values did not breach the low threshold on the alleged event date of october 27, 2025. However, no meter values to confirm the reported inaccuracy were present within the investigation window. Confirmation of allegation could not be determined. Inaccuracy allegations are confirmed by comparing an entered meter value to the preceding cgm value. If a meter value confirming the allegation does not exist in the data, the investigation result is considered undetermined. Due to the lack of visibility to meter values not entered into the system, inaccuracy allegations cannot be disconfirmed. The lowest estimated glucose values (egv) on the alleged event date of october 27, 2025 was 167 mg/dl at 05:04 am. The probable cause could not be determined. No additional patient or event information is available.